Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder "overheated" and "sparked". The procedure was converted to an open leg surgery. Refer to MFR report # 2242352-2010-00714 with reported serious injury complaint. The hospital did not report any patient effects attributed to this unit.